Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-jul-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 05-feb-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient experienced hypotension, cardiac septal perforation, pericardial effusion and cardiac tamponade, confirmed on echocardiogram, hypertension and aortic dissection. When maneuvering the leadless implantable pulse generator (ipg) and its delivery system (delsys) within the right ventricle (rv), it was discovered to have perforated and advanced into the left ventricle (lv), confirmed on imaging. After hypotensive resuscitation, the patient developed a temporary increase in blood pressure, precipitating aortic dissection, which was made possible by the leadless ipg delivery system catheter tip migrating to the coronary sinus. Appropriate treatment was provided for the patient's aortic dissection. Pericardial drainage was performed and the search for an appropriate implant site was subsequently, abandoned, with the removal of the leadless ipg and its delsys. The patient had coronary angiography and angiography of the atria and ventricle, with no bleeding point identified. Bleeding was determined to have stopped based on no further aspirate over time. Medical intervention was required as a result of this event and the patient was placed under monitoring. 10 days later, a trans-venous ipg system was successfully implanted. No further patient complications have been reported as a result of this event.